Event description:
Reporter indicated that vns patient underwent lead replacement surgery due to a broken lead. The patient had undergone generator replacement surgery five months prior due to end of service. Device diagnostic testing following generator replacement surgery was within normal limits, indicating proper device function at that time.